Event description:
Boston scientific crm received information that during this normal pacemaker replacement procedure when the physician loosened the setscrews and attempted to remove the atrial lead from the header the terminal pin detached from the lead and remained in the header. The tip of the atrial lead was cut and the distal portion was surgically abandoned in the patient. The pacemaker and portion of the atrial lead will be returned for analysis. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing confirmed two resets occurred post-explant. The last reset was a system reset. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the atrial and ventricular channel of the inner seal rings. The outer seal rings appeared in tact.